Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported slda appears to be related to patient morphology/pathology. The reported recurrent tr and tissue injury appear to be related to the reported slda. Tr and tissue injury are listed in the instructions for use as known possible complications associated with triclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no additional intervention/treatment was provided. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that on 29 november 2024, a triclip procedure was performed to treat tricuspid regurgitation (tr) grade 3. A xtw (lot: 40916r1007) was implanted successfully, reducing tr to trace. On 02 december 2024, the xtw was observed to have detached from posterior leaflet (single leaflet device attachment (slda)). There was a tear in the posterior leaflet. The patient was discharged without further treatment. Tr was recurrent grade 3. No intervention was performed. Patient waws reported to be discharged.

Manufacturer narrative:
¿ Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the previously filed report, additional information was received: on (B)(6) 2025, an additional triclip procedure was performed to treat the recurrent tr grade 3. A xtw triclip was placed without issue, reducing tr to grade 1.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported slda appears to be related to patient morphology/pathology. The reported recurrent tr and tissue injury appear to be related to the reported slda. Tr and tissue injury are listed in the instructions for use as known possible complications associated with triclip procedures. The reported hospitalization and unexpected medical intervention were results of case specific circumstances as the patient returned to the hospital and an additional triclip procedure was performed to treat the recurrent tr. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed report, additional information was received: on (B)(6) 2025, an additional triclip procedure was performed to treat the recurrent tr grade 3. A xtw triclip was placed without issue, reducing tr to grade 1.